Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl 1000mcg/ml at 261.9mcg/day, bupivacaine 20mg/ml at 5.238mg/day and morphine 8mg/ml at 2.0953mg/day via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient heard an alarm yesterday morning, (B)(6) 2018. Per the healthcare provider the patient stated it then stopped and she heard it just once this morning. Troubleshooting included the healthcare provider checked the event logs and (B)(6) 2018 was the most recent event log as this was from the last time they performed a refill. The healthcare provider also stated that the patient had called a week ago saying she had lost weight but the alarming did not start until yesterday. The patient had been trying to lose weight so this was expected. The healthcare provider also stated that the patient¿s pump was flipped. The flipped pump was discovered the day of the report when the patient underwent fluoro. The healthcare provider was performing diagnostics due to the alarm the patient heard and as a result discovered the pump was flipped. It was unknown if there was a suture/securing issue. The healthcare provider did not believe the pump was sutured in. The pump was right up next to the patient¿s ribs. The intervention taken to resolve the issue was the healthcare provider just flipped the pump back to the orientation it was at before with the refill port out. The healthcare provider did not think there were any problems with the catheter. No patient symptoms reported and no further complications were reported.